Event description:
During the index procedure, 1 complete se sfa peripheral stent was implanted to the mid left sfa. No device malfunction occurred. Approximately 13 months post index procedure, left lower leg pain was reported. A clinically driven target lesion/vessel revascularization was performed. Investigator reported a possible relationship between the device and the event. Patient recovered with treatment. Complete se sfa is a pre-market device but is similar to complete se biliary/iliac which is approved in the united states.

Manufacturer narrative:
(B)(4): results: (occlusion).